Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient would prefer a different method to get communications from his device to his doctor. He currently has a carelink device, but does not have a landline to connect his carelink device. It was also reported that the patient can "sometimes tell when his device is pacing and that it makes him feel funny". The device remains in use. No patient complications have been reported as a result of this event.